Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. One explanted mesh was returned. The mesh has 3 small holes and one hole which are located with a distance of approximately 3 cm from the margin. Furthermore marks from previously placed tacks are visible and 3 absorba tacks are still fixed. No further damages are observed. Based on the appearance of the mesh it seems that the damage was due to the breakage of mesh filaments during the intra operative placement.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a laparoscopic ventral hernia repair on an unknown date and mesh was implanted. Approximately ten days later, the patient presented with a small bowel obstruction. The patient was taken to the operating room and an open ventral hernia repair was performed. It was noted there was a hole in the center of the mesh and that a loop of the bowel had come through. The mesh was removed and the bowel did not have to be resected. A different mesh was implanted. Additional information has been requested.